Manufacturer narrative:
Results: a photo of the device in question was returned for evaluation. A photo inspection revealed a missing needle shield in the device's blister pack. Two hundred retention samples of lot # 16g2971 were visually inspected for missing needle shield and all samples were in good condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 16g2971. A manufacturing review reveled that preventative maintenance of flexi line-3 was conducted as per schedule and there were no discrepancies found in machine performance, process/machine disturbance, or stoppages for lot # 16d2971. Conclusion: the customer's photo showed evidence of a missing needle shield in the device's blister pack. The probable root causes for this incident are: non uniform distance between flange positioner plate and loader. Non uniform distance between syringe resting plate and stopper plate. These non-uniform distances creates movement in syringe which may lead to packaging of shield missing product. A CAPA has not been initiated for this issue, however non-CAPA corrective actions have been implemented. These actions are: modification of loader tray to minimizes gap and maintain equal distance between plates ensuring no missing needle shields in blister packs. Awareness training to associates for defects ¿ shield missing. As an additional countermeasure, challenge tests to be included in changeover checklist to avoid missing needle shields in blister packs.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in the report. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no cap on a bd emerald 5 ml luer slip syringe with 22 g x 1 1/4 in. Needle and this led to a needle stick injury before patient use. There was no report of medical intervention. A bandage was applied to the clinician's finger.